Event description:
It was reported that there was an issue with pl574t: challenger ti-p sm-ligat. Clips 12 cartr. According to the complaint description, the tip and rear claws of the magazine broke off and fell into the patient's body. The broken tip was found, but the rear claws were not. Although it is likely still inside the body, the surgery was completed after a thorough irrigation. Also, a spare device was available. This occurred during a thorascopic subtotal esophagectomy procedure. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason: malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no. 100039954 (400721791). Involved components: pl520r/challenger ti-p handle (aesculap ag reference no.400721789). Pl522r/shaft compl. D:5 mm; l:310 mm (aesculap ag reference no. 400721790).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon historical data analysis and event description. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Also, after 3 faithful attempts no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: pl520r/ challenger ti-p handle (aesculap ag reference no. (B)(4)). Pl522r/ shaft compl.d:5mm l:310mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: h6 - codes updated. H11 - updated. Investigation results: the product was not returned; however, pictures were received. Visual examination revealed that the tongue (feeder) at the rear end of the plastic housing is missing. Furthermore, it was noticed that the slider sheet is deformed at the tip. A clip jam could not be detected. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. The reported damage could be confirmed. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: pl520r/ challenger ti-p handle (aesculap ag reference no. (B)(4)). Pl522r/ shaft compl.d:5mm l:310mm (aesculap ag reference no. (B)(4)).